Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical investigation: a temporal relationship exists between the pd therapy with the liberty select cycler/ liberty cycler set and the patient¿s peritonitis event. However, there is no allegation nor any objective evidence that a liberty select cycler/ liberty cycler set malfunction or product deficiency was associated with this event. Based on the reported information, the cause of the patient¿s peritonitis cannot be firmly established. However, peritonitis is a well-documented complication in patients undergoing pd therapy. The patient¿s pd culture yielded growth of gram negative bacilli (organism unknown). Most often gram negative bacilli are commensal organisms present among normal human intestinal flora. Peritonitis with gram negative bacilli is known to be associated with a breach in aseptic technique during the pd exchange or translocation of bacteria form the gut.

Event description:
A peritoneal dialysis (pd) patient reported he had peritonitis and the pd clinic filled him with antibiotics. In additional follow-up, the patient¿s pd nurse reported the patient was experiencing symptoms of abdominal pain. As a result, on (B)(6) 2021 the patient was seen in the outpatient pd clinic. A pd culture was obtained (the same day) which grew gram negative bacilli (organism unknown). The nurse stated the patient was initiated on antibiotic therapy with ceftazidime (per clinic protocol) intra-peritoneal (ip) on an outpatient basis. It was reported the patient continues pd treatment with the same cycler and is recovering from the peritonitis event. The nurse indicated the patient did not have any fluid leaks or any issues with fresenius device, or product in relation to the event. The nurse was not able to provide the exact cause of the peritonitis. However, the nurse stated there could have been a breach in aseptic technique during the pd exchange.